Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic thoracoscopy segmental lobectomy, the handle did not advance the reload. They were able to press the green button but unable to squeeze the handle. They changed the reload to a larger size but after operating twice, it does not advance. The device was removed from the cavity and they tried to dismantle it but noted to be impossible. Report also indicated that jaws of the device locked on tissue and was removed by force. A component of the device breaks off where the reload was articulated. The procedure was completed by a competitor¿s device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic and physical evaluation of one device. Photographic inspection noted the knife bar laminates were herniated through the blowout plate. Visual inspection of the returned product noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. The reload was returned loaded onto an instrument. Due to the condition of the reload functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of four photographs of the complaint event. Photographic inspection noted the knife bar laminates were herniated through the blowout plate. Functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.